Event description:
The customer reported an infusor pump alarmed occlusion in the beginning of patient's surgical procedure causing interruption to the patient therapy. Pump was switched and the patient's surgery continued. The same set was used with the new pump and no occlusion alarm occurred. The customer feels the occlusion alarm is caused by the pump. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
The device has been requested for evaluation. Should the device be received and an evaluation performed, a follow-up report will be sent.